Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 526 mg/dl. The customer administered manual injections. Despite changing the infusion set multiple times, the customer continued to receive the alarm. The customer has manual injections available as alternate insulin therapy.